Event description:
The customer received questionable high ion selective electrode (ise) sodium results for an unknown number of patient samples since (B)(6) 2014. The customer stated corrected reports were sent for 21 patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 152 mmol/l and the repeat result on another cobas c501 analyzer was 139 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The field service representative found the sample probe was hitting the side of cuvette and the wash water pressure was too high. He adjusted the sample probe and wash water pressure. He ran calibration and controls which were acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.